Event description:
Pt had a propofol drip infusing, air outlet valve at the top of the tubing chamber dislodged. Tubing setup was replaced and it occurred again. Third time, tubing functioned properly. Pt code: 4582. Device code: 2923. Ref report: mw5185254.